Event description:
It was reported that a venous closure of the right femoral vein was attempted using a perclose device after a left atrial appendage occlusion interventional procedure. Reportedly, an unknown failure occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the part and lot number was not provided. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. A query of the complaint handling database could not be conducted because the part and lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received, which indicated that this was a venous closure of the right common femoral vein. No additional information was provided.